Manufacturer narrative:
Product analysis confirmed a cylinder malfunction of bulging and buckling folds. The identified bulging is consistent with the reported aneurysm and confirms that a product malfunction was the most probable cause of the reported events. The hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Product analysis of the returned components confirmed a product malfunction that aligns with the reported events. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a component failure identified during product analysis was found to be the most probable cause of the report of cylinder aneurysm. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis failed last month due to right cylinder aneurysm. The patient presenting symptoms that led to the surgical intervention was no equal cylinder inflation with pumping. The physician believes that a device malfunction caused or contributed to the aneurysm and rupture of external right cylinder layer. The patient condition following the surgery was very good.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis failed last month due to right cylinder aneurysm. The patient presenting symptoms that led to the surgical intervention was no equal cylinder inflation with pumping. The physician believes that a device malfunction caused or contributed to the aneurysm and rupture of external right cylinder layer. The patient condition following the surgery was very good.